Event description:
Staff noticed the tip of the essure device was bent after opening the package but prior to use.====================== health professional's impression======================device is defective.====================== manufacturer response for permanent birth control system, essure======================will replace product and send return kit for evaluation.